Event description:
Customer's wife called to report a hospitalization due to high blood glucose. The current blood glucose reading is 330 mg/dl. The blood glucose reading at the time of the event was 580 mg/dl. Customer had been running high all day. Caller stated that customer was out of it, so she drove him to the hospital. Customer is being treated with IV drip. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test.